Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had shut off. The customer experienced low blood glucose and they treated with food. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.